Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of "angle operation is stiff". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material inside the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found deformation of bending tube. Due to deformation of bending tube, bending angle in up direction exceeds the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The angle wires found stretched. Due to a dent on bending tube, bending angle in up direction exceeds the standard value. The reported issue of "angle operation is stiff" was confirmed. Furthermore, device evaluation found foreign material inside the nozzle. Due to this condition, an irrigation error occurred. This issue is attributed due to insufficient reprocessing, cleaning and handling issue. Additionally, the following defects were identified during device inspection: adhesive on a-rubber (adhesive connection) has a chip. Dirty universal cord with scratch. Scratch found on scope connector with dirt. Adhesive peeled off around light guide lens. C-cover distal end scratch. Connecting tube scratch. Dots observed on the image when inspected due to damage on ccd unit. Due to the nature of the reportable event (foreign material found in the nozzle),follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted ¿unknown¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. No concerns provided regarding reprocessing process. Investigation is ongoing. This report will be supplemented accordingly following investigation.